Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 533 mg/dl at the time of call. The customer's blood glucose was 488 mg/dl at the end of call. The customer stated that she treated her high blood glucose with manual injections. The customer performed high pressure test. The customer stated that the insulin pump received no delivery alarm during the high pressure test and passed. The customer mentioned that she forgot to bolus for a breakfast and a lunch. The customer was advised that the two missed boluses might contribute to the high blood glucose. The customer was advised customer to change entire set, reservoir, insulin and treat per health care professional's instructions. The reservoir will be returned for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.